Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The imaging system failed the mechanical test. Pendant gave wrong command (intermittently/not always) when pressing movegantryforward, instead it tilted the gantry. Apendant replaced. Ok. All command/buttons on pendant checked in application. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The pendant was returned to the manufacturer for analysis. Investigation confirmed "wrong response of buttons." Visual inspection results find the pins in the connector are bent, precluding system testing. The laminate touch pad buttons are very worn, and the gantry directional buttons specifically show much wear. Pendant overlay has breakaway imaging logo, and rev: on the label is blank. Faulty pendant. The hardware investigation found that reported event was related to an electrical failure mode; defective pcba. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A site representative reported that their imaging system had acted strange a couple of days ago. They mentioned that they had successfully used the system afterwards. The system was used in a spinal procedure from 8 am to 8 pm. The system started to act up around 3:30 pm, where the imaging system started to go sideways (left seen from the backside of the system) when the raise the imaging system button was pressed (not lift and shift). At the same time the system changed from 2d to 3d. They could not make the imaging system act properly in this case, but they could still use the images, however they could not center the image perfectly like they would have wanted. The customer stated that this had no impact on the procedure, no patient impact and no delay occurred due to this behavior.